Manufacturer narrative:
(B)(4). Within specifications. Corrected data: the injection port with the locking connector and tubing strain relief were returned for evaluation. Dimensional analysis of the returned components was performed with respect to tubing connection and all measurement meet specification. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the customer that post implant of a realize adjustable band procedure, there was a band tubing disconnect found on an esophagram on (B)(6) 2011. The patient presented with complaint of weight gain, no restriction and the ability to eat large portions of food the port was replaced with no adverse consequences to the patient.